Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the returned component was inconclusive. This report filed (B)(4), 2011.

Event description:
It was reported that the patient underwent a routine expansion procedure to place an expansion segment on (B)(6) 2011. Subsequently, the patient experienced pain while shooting baskets and was revised on (B)(6) 2011. The expansion segment had backed out.